Manufacturer narrative:
This report is being supplemented to provide a correction to h10. The information included in h10 was inadvertently omitted from the first supplemental report. The device was inspected by an olympus field service engineer, and the customer's allegation was confirmed. Based on the results of the investigation, it¿s likely the loss of image occurred due to the scope socket failure. Furthermore, it¿s likely that fatigue due to repeated operation or effect of corrosion at electrical contact caused the failure, however, a definitive root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction was due to defective scope socket . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had no image when the endoscope was inserted. The customer believed the socket of the light source was the issue as on occasion the image was visible with interference. The issue occurred during an unknown event. There were no reports of patient harm.